Event description:
The reporter stated the surgeon attempted to use a 12.0mm icm120v4 implantable collamer lens. Before loading lens observed brown foreign body adhesion on lens. Stated lens was defected. No pt contact.

Manufacturer narrative:
(B)(4).